Event description:
It was reported that patient had tmj concepts prothesis implanted and recently complained of malocclusion and a hearing loud pop. Surgeon is likely to perform a second surgery to remove and revise the devices.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Manufacturer narrative:
The reported event could be confirmed as the surgeon provided operative notes that showed that the unilateral device was removed. The corrected data is as follows: lot number reported on emdr initial was t-21-1031 and later found to be lot number t-20-1031. Based on the investigation, there is no indication of an incorrectly working product or any design, material, or manufacturing-related issue.

Event description:
It was reported that patient had tmj concepts prothesis implanted and recently complained of malocclusion and a hearing loud pop. Surgeon is likely to perform a second surgery to remove and revise the devices.